Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible atrial undersensing was noted on stored electrograms (egm). An atrial lead position check failure was noted.  The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.